Event description:
The event involved a microclave® clear connector. The customer reported that the device unscrewed from the luer of the gripper throughout infusion that resulted in spillage of 5- fluorouracil and blood through the connection of the microclave and gripper. There was a lot of bleed back obstructing the line at the end of the treatment. A gripper plus power, manufactured by smiths medical, (B)(4) lot no. 4308617 was used with the device during the event. The device was not reprocessed or re-sterilized. When the microclave was loosened from the gripper connection, blood flew back as the gripper was opened. The blood refluxed from the port-a-cath into the elastomer when the drug finished passing/infusing. The gripper was placed for treatment through pump during the day in the hospital and then the infuser was placed, which was taken home by the patient for 48 hours. The entire system was checked (e.g., port, infuser, extension set) and everything was right. After the incident, an occlusion was discovered when trying to wash with saline solution. As a result, the gripper was removed and a new one was placed to wash the port-a-cath. Additionally, it was reported that normally when using the b. Braun gripper, when the infuser ends, is not so much blood reflux; however, the reflux is immediate with the smiths gripper and that the patients did not take long to remove the infuser. The customer previously used the microclave or spiros, with the b. Braun gripper, but is new to using the smiths gripper. There was little blood loss during the incident and there was unprotected exposure to chemotherapy for the healthcare provider and/or the patient. There was no need for medical intervention, no delay in therapy, no adverse event/harm as a result of this event. This report reflects the first of four events reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The following items were received by the customer for investigation: -1 open/unused list #011-mc100, microclave¿ clear connector; lot #6894973 -1 open/unused list #21-3369-24, gripper plus power p.a.c. Smith's medical; lot #4308617 -1 open/unused list #034-ch2000s-pc, conector macho cerrado spinning spiros®, tapon purpura; lot #9850944. -1 new list #011-mc100, microclave¿ clear connector; lot #6894973. -1 used list #unknown, spinning spiros; lot #unknown. -1 used list #unknown, baxter 130 ml folfusor with 5-fluorourcil; lot #unknown. . A series of photographs were returned showing leakage at the connection between the male luer of the 011-mc100 microclave and the female luer of the deltec gripper plus. There was no leakage shown at any other connection to any other components or assemblies in the provided photographs. The items returned for investigation were visually inspected. There was no evidence of leakage at any of the connection sites. There was no damage or anomalies noted with any of the assemblies or connection points returned for investigation. The leakage at the connection between the 011-mc100 microclave and the female luer of the deltec gripper plus was confirmed and replicated. With normal handling, the female luer of the deltec gripper plus separated from the male luer of the 011-mc100 microclave. Subsequent testing and measurement indicated that all luer connections of the returned product assemblies were iso compliant. The probable cause of the separation and leakage is insufficient tightening of the connection during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 02feb2023.